Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown. The customer's mother reported that the insulin pump stopped working and they changed the battery then the screen was all white. Customer reported that they received a critical pump error image on the pump screen. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to verify critical pump error alarm due to flashing white light on display. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump flashing white light on the display. Unit was received with scratched case.